Event description:
The customer reported leaking. There was no patient harm reported. Additional information was received and stated that it was the balloon that was leaking on the faulty tube. The parents could see water bubbling out of a pin prick size hole.

Manufacturer narrative:
Section b5 has been updated to include additional information.

Manufacturer narrative:
The device history record was reviewed and indicated that the product was released accomplishing all quality standards. The device was manufactured on 31-aug-2022. A sample was not received for the investigation. Because a sample was not returned, we were unable to perform functional and visual evaluations to confirm the reported condition and determine the root cause. However, a supplier corrective action request has been opened to address the reported condition. If a sample is received at a later date, the complaint will be reopened, and the investigation will be updated accordingly. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported leaking. There was no patient harm.